Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose readings in the mid-200s mg/dl, with the highest blood glucose of 345 mg/dl, after which the user changed a contact detach 6 mm, 23 in infusion set and glucose subsequently trended down into range. Customer care provided that included troubleshooting with education on infusion set management and follow-up verification of recovery. Investigation of this case revealed the cause of the hyperglycemia was unclear and device function could not be confirmed as contributing. No clinical symptoms reported during the event. Outcomes included temporary high glucose without the need for medical care. It was concluded that the event resolved with user-directed troubleshooting and no further action was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.